Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, a black particle measuring approximately 2mm in size was observed within the drip chamber between its wall and the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood administration set had black particulate matter within its drip chamber. This was found before use. There was no patient involvement. No additional information is available.